Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. Customer¿s blood glucose level was 126 mg/dl. The customer reports at the bottom of the reservoir inch size air bubble air bubbles was there. The customer stated that insulin was leaking out on her. Customer stated that the reservoir that her doctor gave her was expired. Customer stated that the insulin from the reservoir leaked out on her shirt. The customer stated that location of the leak was snap cap. The customer stated that troubleshooting was performed for the air bubble and the leak anomaly. The device will not be returned for the analysis.